Event description:
The patient was undergoing a coil embolization procedure in a branch of the internal iliac artery (iia) using ruby coil lps, a lantern delivery microcatheter (lantern), an lp system detachment handle (handle), and a non-penumbra 5f catheter. During the procedure, the physician was experiencing resistance advancing the lantern through the non-penumbra catheter. Subsequently, the physician performed a fluoroscopy and noticed the lantern was broken in half into two pieces but was connected by a tiny thread. Therefore, the physician advanced a guidewire through the broken lantern and removed the lantern. A new lantern was then inserted into the target location. Next, the physician advanced a ruby coil lp into the vessel and attempted to detach it using a handle; however, the ruby coil lp failed to detach. It was also reported that the physician attempted to break the distal end of the pusher assembly to manually detach the ruby coil lp, but the coil still would not detach. Therefore, the ruby coil lp was removed. The procedure was completed using five new ruby coil lps, the same handle, lantern, and catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned lantern confirmed a fracture on the mid-shaft. If the device is advanced against resistance, damage such as a kink and subsequent fracture may occur. The root cause of the resistance could not be determined. Further evaluation of the device revealed additional fractures on the proximal shaft and an ovalization on the distal shaft. This damage was likely incidental to the complaint and the root cause could not be determined. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.